Event description:
Information received indicates when the brakes were engaged, the casters would continue to swivel.

Manufacturer narrative:
The technician replaced the worn casters to repair the bed.